Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address hip and groin pain. Doi: (B)(6) 2010; dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously alleged, litigation alleges injury, discomfort, loss of mobility, loss of range of motion, disfigurement, emotional distress, difficulty ambulating, mental anguish, metallosis which caused large amount of toxic cobalt and chromium metal ions to be released into the hip capsule, tissues, blood stream, and organs. Doi: (B)(6) 2010; dor: (B)(6) 2018 left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges trunniosis. After review of medical records, patient was revised to address metallosis and adverse tissue reaction with increased metal ions. Revision notes reported of trunnionosis, granular or wear debris within the capsular tissue, some black trunniosis debris at the femoral head and neck junction. There were no lab result for the high metal ions.